Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Additional information: this involved a remediated colleague infusion pump with user interface module master software version 5.09.90. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. The reported condition occurred upon power up in the intensive area unit. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.